Event description:
Guide wires broke during surgery, surgical procedure extended.

Manufacturer narrative:
Examination of the returned products by a depuy warsaw material research manager confirmed the threaded tips broke off. Evidence suggests the torsional cup/cone fractures are indicative of an over torqued application, yielding the material until fracture. A search of the complaint database found no prior reports for this product number. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.